Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem wouldn't powered up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery charger/modem was unable to power up. The cause for the failure was isolated to a damaged power supply connector. The connector pins were bent, which prevented the power supply from connecting to the battery charger/modem. The root cause for the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged connector. The pt received a replacement battery charger/modem.